Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. Additionally, the evaluation found the video connector flap door (dust blocker) was missing and there was a bent video connector pin. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the visera elite video system center¿s camera connector had a black piece protruding and would not connect. The issue was observed during a therapeutic cystoscopy procedure which was delayed by one minute while switching to a similar device to complete the procedure. The patient¿s anesthesia was not delayed as a result of the dely. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed that the issue was caused by a damaged video connector pin. However, the specific cause of the damaged video connector pin could not be established at this time. Olympus will continue to monitor field performance for this device.